Event description:
It was reported that when using the bd pyxis ciisafe, the system was unresponsive. The customer reported that users were unable to remove the correct medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer performed corrective action to resolve the issue. The system functioned as intended after field service engineer troubleshooted the device.